Event description:
It was reported that there were irregularities in oxygen saturation (spo2) and pulse rate were observed. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. The customer's reported problem, there were irregularities in spo2 and pulse rate were observed, was not verified by visual and functional testing. The root cause is unknown as the issue has not been reproduced, the product was returned to the customer without repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.